Event description:
Sfa stenting-pt enrolled in prospero trial in another country. Mild dissection reported during procedure. Pt recovered without permanent disability.

Manufacturer narrative:
Please reference MDR 2183870-2008-00221 for the other protege everflex used in this procedure.